Event description:
A malfunction was reported involving a pump that had been exposed to water for 30 minutes during a water aerobics class. There was no adverse impact to the customer's blood glucose level. The customer's pump was out-of-warranty, and they reverted to an alternate method of insulin therapy.